Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 5076 lead, implanted: (B)(6) 2005, product ID 694765 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was an elevated threshold on the left ventricular (lv) lead. The lead remains in use. The patient is enrolled in the pan-psr clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion due to the lv thresholds. Both products explanted and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical and post approval network (pan) product surveillance registry (psr).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.